Event description:
I had a breast augmentation end of 2004, subpectoral with smooth round 330cc mentor implants (350-1650). End of 2007 I began experiencing a variety of symptoms. Diagnosed with chronic idiopathic urticaria and fibromyalgia. I had chronic fatigue, chronic utis, hair loss, joint and muscle pain, an brain fog. At 10 years and again at 15 years after implantation I went to a plastic surgeon to evaluate them to be taken and was told I didn't need to because there appeared to be nothing physically wrong with them and saline implants could last from 20-25 years. Recently (past 4 years) I began experience worse headaches, extreme fatigue, and heart palpations. During my mammogram in (B)(6)2023 I had capsule contraction and began researching explantation. I explanted on (B)(6) 2023 with a partial capsulectomy (removing the hard thick scar tissue), muscle repair and lift. Today my fatigue, brain fog, joint and muscle pain has greatly diminished. I believe that I had an inflammatory reaction to the breast implants (or breast implant illness) and was dismissed for decades. The FDA needs to research and create protocols for physicians to consider the impact that breast implants may play when diagnosing these symptoms. I was sick and had a low quality of life for years! I was not told of the potential complications and how subpectoral implantation would change my posture and musculoskeletal dynamics potentially causing pain. I was not told that it would change my rib cages and impact my breathing - I breathe so much better now and my sleep is so much better. I was only told about achieving the best aesthetics. The worst part is when I asked about the potential that I may be reacting to my implants, I was told no and labeled as a patient who "worried" or that these symptoms were "in my head". This dismissal causes patients to avoid seeking treatment and makes them be less of an advocate for themselves. Some people may not have any reactions to breast implants but protocols and guidelines need to be in place for those of who do have reactions and symptoms in order for medical providers to appropriately listen to their patients and symptoms. And most importantly guidelines will ensure providers will take a safe approach when explanting, such as testing the capsule (this is optional and not mandatory like it is for other tissues) and guidelines on how much of the capsule to remove. Reference report mw5148833.